Event description:
It was reported that lia (lead integrity alert) triggered due to high rate nst (non-sustained tachycardia) episodes and sic (sensing integrity counter). Consequently, the rv (right ventricular) sensing vector was changed. Shortly thereafter, an alert for high pacing impedance was triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.